Manufacturer narrative:
It was reported that the surgeon feels that the 2.45mm drill adaptor, s/n is (B)(6), is too tight for the 2.4mm adtech drill bit and for the 2.388mm adtech anchor bolt driver. The 2.45mm drill adaptor, s/n is (B)(6) , was not returned for investigation as the user would like to keep it as a backup. Indeed, it is reported that it is not damaged. A review of the compatibility checklist indicates that the combinations of: the drill bit and the drill adaptor. The anchor bolt driver and the drill adaptor. That were used during this surgery was conform. No use error is suspected. Therefore, the most probable root cause to explain this event would be that because of the friction between the drill bit and the drill adaptor during drilling, the metal heated up and swollen which caused the mechanical jam. However, this cannot be confirmed as the part was not returned for investigation.

Event description:
It was reported that during a surgery the surgeon reported that he felt that the 2.45 drill adaptor is too tight for the drill bit and for the anchor bolt driver. He had difficulty removing the anchor bolt driver through the 2.45 adaptor.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
It was reported that during a surgery, the surgeon reported that he felt that the 2.45 drill adaptor is too tight for the drill bit and for the anchor bolt driver. He had difficulty removing the anchor bolt driver through the 2.45 adaptor.